Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted into a failed cryolife avr graft. The failure mechanism of the cryolife was aortic stenosis and aortic insufficiency. It was reported that the cryolife had been implanted due to a failed carpentier-edwards valve. The failure mechanism of the edwards was endocarditis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).